Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. The atrial lead exhibited loss of capture and loss of sensing. A chest x-ray revealed the lead had dislodged. The lead was capped and replaced successfully. The patient was stable post procedure.